Event description:
It was reported that high capture threshold and low r-wave amplitude were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.